Event description:
During a revision procedure, damage was noted on the right ventricular (rv) lead. Clavicular crush was visually observed. The rv lead was explanted and replaced to resolve this event. The patient was stable.